Event description:
This pt was enrolled on the (B)(6), a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) female who presented with an ruptured aneurysm on the right middle cerebral artery (mi). The aneurysm was coiled on (B)(6) 2013, the pt developed a sudden onset of transient left-sided weakness prior to discharge. CT/cta was done and showed mild/moderate vasospasm, improvement in edema, and late subacute infarction in the right corona radiata extending to the right middle frontal gyrus. The pt was treated with nimodipine, statin, aspirin, sodium monitoring, and bp monitoring. The pt is now improving and was discharged on (B)(6) 2013. The transient left-sided weakness was reported as serious adverse event which resulted in permanent of a body structure or a body function and required "in subject" hospitalization or prolongation of existing hospitalization.